Event description:
The pt stated that her infusion device makes a loud noise during boluses. She was advised to disconnect from the device and bolus one unit. The pump gave the confirmation beeps and made a clanking noise during insulin delivery. The pt then removed the piston rod and ran another bolus and the device made the same noise. She stated the pump had not been dropped and there were no cracks but she said she does bathe with the device on a tray in the shower away from the water. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Product requested to be returned for evaluation.